Event description:
It was reported that at implant for a pulse generator upgrade the existing pulse generator exhibited abnormal pacing behavior. The device was exposed to electrocautery. Device was programmed to doo 60. The patient was dependent. The device was explanted, replaced with a bi-ventricle device, and returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: complaint could not be confirmed or reproduced. Normal electrical characteristics and device function were measured through all mechanical, electrical, and thermal stress tests.